Event description:
It was reported that during implant attempt, the physician tried to flush the lead with heparinized saline. The physician noted that the fluid came into the lead insulation and "blowed it up." The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.